Event description:
On (B)(6) 2015, patient got a scheduled electrical shock (in or). Afterwards, the device could not be interrogated, and the device pacing mode from ECG appeared voo 70 mode. An attempt to force the subject device to switch into standby mode was not completed successfully. The issue was still observed. Therefore, the device was removed and returned for analysis. Patient file review showed normal behavior of the device from (B)(6) 2014 to (B)(6) 2015, with a permanent atrial arrhythmia condition since beginning of (B)(6) 2015.

Event description:
On (B)(6) 2015, patient got a scheduled electrical shock (in or). Afterwards, the device could not be interrogated, and the device pacing mode from ECG appeared voo 70 mode. The device was successfully forced to switch to standby mode (vvi 70) in order to attend to restore normal behavior, however, the failure to interrogate and voo pacing remained. The device was removed and returned for analysis. Patient file review showed normal behavior of the device from (B)(6) 2014 to (B)(6) 2015, with a permanent atrial arrhythmia condition since beginning of (B)(6) 2015.